Event description:
It is reported that during a procedure, part of screwdriver broke in the screw head. The fractured piece was left with the implanted screw.

Manufacturer narrative:
This report will be amended when our investigation is complete.